Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: pelvic organ prolapse, stress urinary incontinence. Complications post mesh implantation. Outcome attributed to device: pain, erosion, extrusion, infection, urinary problems, bowel problems, fistula, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring, and organ perforation. Concomitant therapy: in-fast (ams).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.